Manufacturer narrative:
(B)(4). Device evaluation is not necessary as protrusion/device coming out is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's generator was coming out the skin and was explanted. Clarification was received that the generator was coming out but was protruding under the skin and the event was self-inflicted (twiddling) by the patient. No further relevant information has been received to date. Device evaluation is not necessary as protrusion/device coming out is not related to the functionality or delivery of therapy of the device